Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient reported to the pedi accc with pac tubing cracked at base causing bleeding from line. Pt had to have pac re accessed. Patient arrived with bard straight needle pac tubing cracked and leaking right about the hard plastic piece where the heparin cap connects. Patient's mother reports to pulling on pac line, patient does not play with pac line."